Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 24 mm, diameter 3.0 mm was used to treat a lesion in a pt's mid rca. It was reported that the stent fractured during post dilation. It was reported on the procedural notes that revascularization was achieved by balloon prior to the placement of the endeavor sprint stent. Review of the procedural notes confirmed that the ensp30024ux was deployed at 14 atms for 10 secs with no evidence of stent separation post initial deployment. The stent was then post dilated with a quantum 3.5 x 15 mm balloon three times to a maximum of 20 atms and then with a nc sprinter 3.75 x 21 mm balloon several times to a maximum of 16 atms and finally with an nc sprinter 3.75 x 12 mm three times to a maximum of 12 atms. The stent fracture was then defined by ivus. There were 2 add'l endeavor stents put in at the fracture site. Overlapping stents were used due to initial stent separation. Finally, the lesion was well covered and the stents were well apposed and expanded by ivus. Continued medical therapy and secondary prevention measures are recommended. Return after one month for pci of proximal lad lesion. Pt was reported to be fine post procedure, and no clinical sequelae have been reported. Neither the cd of procedural images, nor the stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
(Intervention required) - (stent fracture).